Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce 5560 initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient had missed his last two sessions for dialysis and the customer was certain that the patient was fluid overloaded. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver and they had been taking fluid off by increasing patient's medications.

Manufacturer narrative:
The freedom driver's alarm history was reviewed and revealed a 0x49 fault code which is recorded when the cardiac output is too low for long enough to be permanent time-out. This can occur when the patient is experiencing a hypertensive or hypervolemic condition. Per the hospital's mechanical circulatory support specialist, the patient was fluid overloaded. During investigation testing, the freedom driver was connected to a patient simulator tank which was set to the parameters that mimic a person's fluid overload condition. The freedom driver alarmed as designed when the cardiac output and fill volume dropped below 3.5 lpm. The alarm history was reviewed and a new 0x49 code was present. The root cause of the customer-reported fault alarm was determined to be patient conditions outside the user requirements of the freedom driver. F-900012, syncardia temporary total artificial heat (tah-t) with the freedom driver system operator manual section 2 indications for use states that the freedom driver system, used with the 50cc tah-t or the 70cc tah-t, is intended for in-hospital and out-of hospital use. The tah-t system with the syncardia freedom driver is indicated for use as a bridge to transplantation in cardiac transplant candidates who are implanted with the tah-t and are clinically stable. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.